Event description:
It was reported that this device displayed a fault/error message. The device was explanted and will be returned. No additional adverse patient effects were reported. Additional clarification provided noted that there was no reported error code when it comes to this device, and the device was explanted due to a safety notice with no reported device allegations.

Event description:
It was reported that this device displayed a fault/error message. At this time the device remains implanted. No adverse patient effects were reported.